Event description:
A nurse reported that an intraocular lens (iol) was exchanged for a different model lens due to an unexpected postoperative refraction. Follow up information was received from the surgeon, who reported that the event resolved following the lens exchange. In the surgeon's opinion, the device did not cause/contribute to the event.

Manufacturer narrative:
Product evaluation: the product was returned. Solution was dried on the lens. Lens damage was observed. Results from the product history record review indicated the product met release criteria. Lens bench test had acceptable results. Lens met specifications for a 25.5 diopter. Root cause: the root cause for the reported complaint could not be determined by the investigation. The focal length and resolution were within specifications for an (B)(4). Action taken: investigation has been completed based on current information. No further action is warranted at this time. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on the findings the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Additional information was requested 07/21/2011 by fax, phone and mail. A completed questionnaire was received 08/03/2011. (B)(4).